Event description:
This case qualifies as a complaint because a second surgery was required to exchange the sign implant. Two surgeries were required for treatment of a femur fracture of the right leg. The first surgery took place on (B)(6) 2011, the second on (B)(6) 2014. Three follow-up exams with x-rays; (B)(6) 2012, (B)(6) 2013 were conducted. The conclusion in (B)(6) 2013 was a non-union but with full weight bearing and no discomfort. Surgeon commented "x-ray shows non-union, we will decide in our morning discussion, we are happy to hear your response. She has shown improvement in her function. She is one of the few patients who is found to have squatting with radiologic non-union and we are following her conservatively." Comments from (B)(6) 2014 surgery event; "the previous im nail removed at the medullary canal over reamed till to 12mm and 10mm by 360mm nail inserted. The fracture impacted after the distal screws applied. Four years back sign nail was inserted or after sometime dynamized but there was no sign of union all over the last 4 years." Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again.